Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pump was able to function as expected. The pump history was also reviewed, which found that the c-cell batteries in use at the time of the complaint were showing an unstable voltage. This caused the pump to turn off and not function. This resulted in the delay of therapy that the patient experienced.

Event description:
The initial reporter stated that the pump possibly alarmed and that it would not function. They stated that they instructed the patient to go to the hospital because the pump was not working. Mmdg followed up with the initial reporter, who stated that the patient was re-admitted to the hospital because of the delay in therapy. No adverse effects were reported, despite the re-admission to the hospital. Complaint: (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump possibly alarmed and that it would not function. They stated that they instructed the patient to go to the hospital because the pump was not working. Mmdg followed up with the initial reporter, who stated that the patient was re-admitted to the hospital because of the delay in therapy. No adverse effects were reported, despite the re-admission to the hospital. (B)(4).